Event description:
Baxter service personnel reported an intermate in which the distal luer was broken. This condition was observed during evaluation for report number 6000001-2011-32585. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unfilled sample. The distal luer and the blue winged luer cap were not returned with the unit for evaluation. Visual examination confirmed the reported condition of broken distal luer. The root cause investigation is still in progress. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The root cause of the reported condition is unknown.